Event description:
It was reported that the tip of the arterial sheath was damaged during the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During access using the micropuncture kit (mpk), there was unusual resistance encountered, but good bleed back was established. The arterial sheath of the nps was inserted, and more resistance was encountered when it was pushed through the arteriotomy. The arterial sheath was removed, and the site was closed. There was what appeared to be mild fraying noted on the distal tip of the arterial sheath. A new nps kit was opened to replace the arterial sheath at the surgeon's request. New micro access was gained more proximally, and the new arterial sheath was placed in the common carotid. Once the clamp was in place and flow reversal was demonstrated, the surgeon attempted to wire to the bifurcation but was not able to. It was confirmed that the surgeon was still in the dissection flap, and unable to regain access into the true lumen. The dissection was attributed to the mpk. The dissection was not occlusive, and no intervention was taken to treat it. The surgeon elected to abort tcar and proceed with a traditional carotid endarterectomy (cea). The arterial sheath was removed, and the site was closed with 5-0 prolene sutures. The surgeon left the tcar pocket open and began the cea cutdown. Cea was performed without issue. Both the cea and tcar incisions were closed. Act (activated clotting time) was checked once during the cea, and no additional heparin was administered. The patient woke up neurologically intact. The patient was fully recovered on (B)(6) 2025.